Event description:
It was reported during an idiopathic ventricular tachycardia (idvt) procedure, a perforation was discovered by seeing an effusion on the intracardiac echocardiography (ice) and was confirmed by an external ultrasound. A pericardiocentesis was performed and approximately 100 cc of fluid was removed. The patient was stabilized. Upon request, additional information was provided on the event. The event was life threatening. The event did not result in the impairment of a body function or damage to a body structure. There was an effusion noticed on ice toward the end of the procedure. The event required a pericardiocentesis. It is not clear what caused the perforation. Either it came because of burning too deep or from placing the ice catheter through the right ventricle (rv). The physician¿s opinion regarding the causality of the adverse event was that it was possibly device related and possibly procedure related. The physician did not consider the event¿s causality was due to any malfunction of the bwi product. The event required extended hospitalization. The outcome of the adverse event was that the patient fully recovered. The patient¿s baseline before the procedure seemed healthy. There were no other factors that might contribute to the tamponade event. The physician did not experience any difficulty in manipulating the catheter. The patient received one ablation prior to the event. The rf generator was set to ¿power-control¿ mode at 45 watts. The power titrated normally during the ablation. The temperature cut-off setting was set to 40 degrees. The flow setting was set to 30 ml. The mullens sheath was used with the ablation catheter. The act maintained during the procedure was about 350.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: 1.carto 3 rmt system: model #: m-5830-01, serial# (B)(4). 2.stockert 70 system: model #: m-5463-01, serial# (B)(4). 3.coolflow pump: model #: m-5491-02, serial#: (B)(4). 4.soundstar catheter: model #: unknown, lot #: unknown. (B)(4).